Event description:
It was reported that oversensing of noise and episodes of inappropriate automatic mode switch were observed on the right atrial (ra) lead. Provocative testing was performed but oversensing could not be reproduced. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.